Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that battery tray 8 was faulty. Battery tray 7 was replaced at the same time. It was verified that the charger was working. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was displaying a battery low message. There was no patient present at the time of the event.